Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 423 mg/dl. Auto mode feature was not active at the time of high blood glucose event. Customer stated they had received calibrate now alarm on sensor but it was not update the calibration. Customer stated they had skin issue associated with product insertion site like bruise. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.